Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issues have been resolved. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient also underwent muscle flap and mastoid obliteration. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient is reportedly healing well. The external visual inspection of the device revealed that the electrode array was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient is reportedly experiencing electrode extrusion. The recipient's electrode array was protruding into the ear canal. Explant surgery has been scheduled.